Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the onetouch ultra meter read inaccurately. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The reporter mentioned readings of 99 and 240 mg/dl that were taken at unspecified times. The pt said that she sometimes got high readings and sometimes got low readings but could not be specific about the readings she obtains. She says she manages her blood sugar with (B) (6) and takes insulin at night. The pt also controls her diet and says she doesn't want to get heavier. She says she takes readings in the morning and at night before breakfast and before supper. The reporter alleged that at one time in (B) (6) 2009 the pt was feeling faint and went to the emergency room. At the emergency room the pt reportedly rec'd treatment although neither the reporter nor the pt knew what was given. According to the troubleshooting performed with customer service, the meter was set correctly at the time of testing. Although the pt and reporter were not able to give specific details about management of diabetes around the time of the issue, this complaint is being reported because there was an allegation of inaccurate readings and that the pt subsequently suffered symptoms that required treatment from a health care professional.